Event description:
During preparation for surgery and connection of the sterile electrosurgical pencil and the suction tubing to the respective equipment while being plugged into the esu device, the patient accidentally swung her arm towards the electrosurgical pencil. It was noticed that the cut function mode of the electrosurgical pen was already activated. It remains uncertain if when the patient swung her arm towards the electrosurgical pencil that this event occurred before, after, or simultaneously. The electrosurgical pen was immediately disconnected and removed off the field. A one centimeter laceration from the bovie was noted on pt's left forearm which was repaired in the operating room by the surgeons who excised the damaged tissue, closed with suture, and dressing. The patient, nursing supervisor, and nursing manger were notified.